Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray catheter. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. At the end of the ablation procedure during ablation phase, pulmonary vein isolation was approximately 90% complete, when a tamponade was noticed in combination with a minor blood pressure drop while using an intracardiac echocardiogram. A pericardiocentesis was performed and 750 ml of fluid was removed, no surgical intervention was required. The site of injury is unknown. The patient was stable and extubated at the time this event was reported. The patient was required to stay overnight for observation. The patient has since completely recovered. The physician was unsure the cause of the event, however believes it was due to the patient's condition. A transseptal puncture was performed with an unknown needle. The patient did receive anticoagulation; however the activated clotting time is unknown. There are no known factors that might have contributed to the event. The generator was in power control mode at 30 watts, not titrated. Cut off values were set at default settings. Irrigation flow rate was set at 30 ml/min. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/20/2016. The analysis has begun but is not completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).